Manufacturer narrative:
Updated fields: d9, g6, h2. Corrected fields: g3. Us regulatory awareness date (g3): initially sent with date 4/27/2024. The correct date is 5/27/2024.

Event description:
A facility reported a cerelink microsensor broke in 2, therefore it was removed and replaced. The patient passed away, however, customer confirmed the death is not related to sensor issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor was returned for evaluation, additional photos and x-ray where provided. DHR lot 6500293 met specifications when released. Failure analysis the issue of the complaint has been confirmed: received only distal sensor end of device. Catheter torn/pulled away from catheter body. Catheter piece received is kinked/bent in several places. Root cause the exact issue reported by customer has been confirmed. And the possible root cause for this issue could be due to mishandling of the catheter.

Event description:
N/a.